Event description:
It was reported that a user¿s ilet system displayed low glucose overnight while the user treated with juice, then subsequent checks showed severe hyperglycemia, including a fingerstick around 500 mg/dl with a peak reported at 556 mg/dl, after which a manual subcutaneous insulin dose of 5 units was administered and a new dexcom g7 sensor was applied; the user later experienced persistent hyperglycemia above 400 mg/dl and was advised to troubleshoot infusion supplies and consider an infusion site change while using a teflon 23-inch inset. Symptoms included hyperglycemia. Outcomes included user-performed corrective actions, including manual insulin dosing, sensor replacement, walking for activity, and planned site change if needed. Investigation included customer counseling, review of use conditions, and troubleshooting of sensor and infusion set. Investigation of this case revealed no confirmed device malfunction, with findings consistent with possible sensor inaccuracy and/or infusion site or set-related delivery issues contributing to persistent high glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.